Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 600 mg/dl with symptoms suggestive of hyperglycemia of extreme drowsiness, blurred vision, polydipsia and small urinary ketones. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes management. The reporter alleged the pump experienced an issue with loss of prime three or more times. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy associated with a loss of prime issue that may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.